Event description:
The patient's daughter reported her mother's "defective" lead required replacement. However, information provided by the health care professional indicated the lead was replaced, due to dislodgement. Additional information was later received from the patient reporting she suffered "shocks from the faulty wires." No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Disclaimer: submission of information by medtronic under the medical device reporting regulation does not constitute an admission that the device(s) has malfunctioned or that there is any causal connection between the performance of the device and any injury that may have occurred. Other: the patient's daughter reported her mother's "defective" lead required replacement. However, information provided by the health care professional indicated the lead was replaced due to dislodgement. Additional information was later received from the patient reporting she suffered "shocks from the faulty wires." No further patient complications were reported as a result of this event. No conclusion can be drawn. Dislodged, lead(s), shock from defective device.